Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was rec'd, that reported a pt had been hospitalized in 2006, due to hyperglycemia with a blood glucose of 500 mg/dl. It was decided that the device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.